Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The drive gas check valve was replaced to resolve the issue.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient involvement.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date after calls to customer (B)(6) 2022. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.